Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: the paddle would not retract completely when surgeon tried to remove it through the trocar. It would not collapse completely but he was able to take the device and the trocar out together to remove it from the pt. This occurred at the end of the case.